Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one q-syte with opened packaging and one photo. Microscopic observation revealed a tear in the top disk of the septum and damage to the rim of the top body. The reported defect was confirmed. This type of damage can occur during the manufacturing and packaging processes. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that q-syte closed luer access device was damaged. The following information was provided by the initial reporter: when the tube needs to be flushed and sealed, it is found that the interface of the separation membrane joint is broken, and the green claim is settled.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device was damaged. The following information was provided by the initial reporter: when the tube needs to be flushed and sealed, it is found that the interface of the separation membrane joint is broken, and the green claim is settled.